Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home. Review of the transmission showed there was non-sustained over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed, but it was decided to monitor the patient. There were no patient consequences.